Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was unable to be confirmed due to insufficient medical records or imagery. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing, which reduces calcification variability and lowers calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve degeneration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. The chemotherapy associated with the patient's non-hodgkins lymphoma has been known to cause cardiovascular disease and aortic valve stenosis. This heart tissue degeneration may lead to valve deterioration. As such, available information suggests that patient factors (lymphoma) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field representative, approximately 4 years and 9 months post implant of a 26mm sapien 3 valve in the aortic position, a valve in valve was performed with a 26mm sapien 3 ultra resilia valve. Prior to the valve in valve, the patient was experiencing shortness of breath with minimal exertion. The sapien 3 valve had calcium present on the valve leaflets with an echo mean gradient of 56mmhg. The patient had been diagnosed 1 year prior with non-hodgkin's lymphoma and received chemotherapy. The team felt this may have been a contributing factor to the failure of the valve. The 26mm sapien 3 ultra resilia valve was implanted successfully, and the patient returned to their room for recovery.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.